Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that during an initial total knee arthroplasty, the trocar pin broke off in to the patient's femur. The fractured piece was removed from the patient using a screw removal kit. The femoral sizing and cutting step was completed with a new pin.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that the drill fractured in patient¿s femur during a total knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination of a picture showed the drill pin to be fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The likely condition of the part when it left zimmer biomet control is considered conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.